Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip, broken battery tube threads, a case cracked at the display window corner, a missing lcd display window, a scratched reservoir tube window, a case cracked at the reservoir tube window corner, and a cracked reservoir tube window.

Event description:
The customer reported via phone call that the front screen was popped off and there was a crack on the battery area of the pump. Customer stated that she was clipping off when it popped off. Customer stated that there is a crack by the screen on the top right and it is chipped on the rim. Customer stated that the screen is not scratched and the screen behind it is clear. The customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and to revert to a back-up plan.